Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, 10 minutes after beginning dialysis therapy using a polyflux 210h dialyzer, the patient¿s blood pressure (bp) dropped from 158/82 to 105 mmhg. The patient was asymptomatic but was placed in trendelenburg position, the ultrafiltration (uf) was decreased to 0.8 l net and treatment was discontinued as the patient¿s blood pressure remained low. Dialysis was resumed using a different baxter dialyzer with no further issues noted. No additional information available.